Event description:
Sorin group received a report that an error was displayed on the centrifugal pump during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the device and was able to reproduce the reported error. The scp drive unit was replaced to resolve the issue. Subsequent testing did not identify further issues and the unit was returned to service. The scp drive unit was returned to livanova (B)(4) for further investigation. Visual inspection did not identify any abnormalities or defects. However, it was noticed that the scp drive unit was very dirty. Functional testing and a hardware analysis were unable to reproduce the reported issue. The motor control board was replaced as a precaution. As the issue was not reproduced, a root cause could not be determined. However, the dirt/dust contamination unit could not be excluded as a potential cause. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.